Manufacturer narrative:
One suturefix ultra suture anchor device returned. The complaint stated: ¿when the inserter was removed the site, the tip of inserter was broken in the body.¿ the handle body, button, trigger cover are all intact and appear undamaged. The trigger was returned in a locked position. No suture or anchor were returned for evaluation. The inserter shaft is visibly damaged and fractured. Inspection of the inner shaft confirmed that the distal fork portion had been over rotated; twisted and fractured. Both tines were still attached to the small broken portion. Following instructions for use recommended prep is essential for successful anchoring and repair. Recommendation for this product is a 1.9mm drill. Instructions for use highlights several precautions that can affect successful fixation. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone. Breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation. Do not use sharp instruments to manage or control the suture.¿ no root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during the arthroscopic articular lip repair procedure, the implant could not be insert completely while inserting anchor into the drill guide. The inserter got into the site incomplete and could not pull off. When the inserter was removed from the site, the tip of inserter broke in the body. The broken tip was removed by grasper. The procedure was succesfully finished using the same anchor with no patient injuries. No significant delay were reported.

Event description:
It was reported that during the arthroscopic articular lip repair procedure, the implant could not be insert completely while inserting anchor into the drill guide. The inserter got into the site incompletely and could not pull off. When the inserter was removed the site, the tip of inserter was broken in the body. The broken tip was removed by grasper. The procedure was successfully finished using the same anchor with no patient injuries. No significant delay were reported.